Event description:
It was reported that during an idiopathic vt ablation procedure, during the mapping phase of right ventricular outflow tract - (rvot) extrasystoles, using sf df catheter, the physician felt resistance once introducing the catheter into the rvot. Once the catheter was in a strange position thru fam, xray and pacing the catheter was found in the pericardial space. The catheter was taken from the pericardium and laminal pericardial effusion was found with eco. No pericardiocentesis was needed. The procedure was aborted. By now the patient is under vigilance in normal conditions. The event required hospitalization. According to the physician, the manipulation of the catheter was the cause to the adverse event. It was reported that the compilation of the curves chosen were too large for the rvot. The patient was fully recovered.

Manufacturer narrative:
(B)(4) it was reported that during the mapping phase of rvot extrasystoles using a sf catheter the physician felt resistance once introducing the catheter into the rvot. The catheter was in a strange position thru fam, x-ray and pacing. The catheter was found in the pericardial space. The catheter was taken from the pericardium and laminal pericardial effusion was found with eco. No pericardiocentesis was needed. The procedure was aborted. The patient was under vigilance in normal conditions. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. The catheter was also evaluated for eeprom, carto 3, 4 khz and calibration functionality. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. A deflection test was also performed and the catheter passed. Finally, the catheter outer diameters were measured and the device was within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the pericardial effusion remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
(B)(4).